Event description:
The customer reported that on 10/31/97 vasoseal was used following a diagnostic catheterization procedure. The pt was non compliant on the table and needed three people to hold her from moving. Post-procedure, the pt complained of leg pain which was due to a hematoma. The pt was kept on bedrest at the hosp.